Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was not turning on. It is not known when the alleged power issue started or how long the patient was unable to test his blood glucose with the reported meter. The patient stated that he was able to test his blood glucose with his wife's unidentified meter. However, it is not known what the patient's testing frequency was or how often he was able to use his wife's meter during the time of concern. He did not take any specific actions to treat himself after attempting to test with the reporter meter. On two days earlier, the patient apparently had symptoms of a dry mouth, dizziness, and frequent urination. The patient visited his doctor that same day due to the symptoms and meter issue. The patient stated that his blood glucose was not checked by the doctor. However, the patient was prescribed an unknown oral medication. It is not known if the prescription was for his symptoms and/or diabetes. It would have been helpful to know the following information: when the meter issue started, when his symptoms started, and if the symptoms were relieved by the new medication that was prescribed for him. In addition, it would have been helpful to know his medication regimen, if he made any changes to the regimen because of the meter issue, how long he had the meter for, and when he last replaced the meter's battery. The patient did not have a replacement battery to troubleshoot the alleged issue. The patient had not replaced the meter's battery according to the owner's manual. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient alleged he was unable to test his blood glucose for an unknown period of time and developed symptoms suggestive of hyperglycemia.